Event description:
It was reported that the patient presented in the hospital after receiving inappropriate shocks. Loss of capture and low sensing were observed. X-ray revealed dislodgement. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.